Event description:
The arm on the function device broke off the stereotactic table and fell on the technician's foot. The site reported to co's field service engineer that the tech's foot was broken. Examination of the component and the table indicates that the arm broke when the table was lowered onto a stainless stell stool. The field service engr. Has stated that the stool was bent and the lower edge of the arm shows signs of impact. The arm was replaced in the field & the site is operational. The broken part has not been returned for further examination or analysis. Co has received the records for any similar incidents. There have been no returns of this component, nor any complaints involving the breaking or damage of this arm. Co belives this event to be isolated and there is no further corrective action anticipated at this time.